Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx aortic pericardial valve conduit, implanted in the pulmonic position, was explanted after an implant duration of four (4) years, nine (9) months due to severe pulmonary stenosis. The explanted valve was replaced with a 27mm 3300tfx aortic pericardial valve. The patient was transferred to recovery post procedure. Per the medical records, the patient underwent an uneventful replacement of his right ventricular-to-pulmonary artery conduit with a 27mm 3300tfx stented bioprosthetic aortic valve sewn in to a 30mm conduit. In addition, he had an enlargement of the proximal right pulmonary artery. The patient was taken to the ICU in satisfactory condition, having tolerated the procedure well. The patient was transferred out of ICU on pod #1. Postoperative echocardiogram showed normal left ventricular function. The peak gradient across the ventricular-to-pulmonary artery conduit was 20mmhg with only trivial pulmonary valve insufficiency. The patient improved fairly quickly and was discharged home on pod #3.